Manufacturer narrative:
This issue occurred during internal validation tests. This issue is currently being investigated.

Event description:
The ortho vision mts analyzer generated a false negative result due to a missed / low plasma dispense after the system ran out of saline during sample metering. This issue occurred during internal validation. No incorrect or erroneous results were reported. (B)(4).